Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection with sepsis. A revision was performed and the lv lead was explanted. The patient was treated with intravenous antibiotics. There were no patient adverse effects reported. This explanted lv lead will not be returned.